Manufacturer narrative:
Beginning 05/31/2012, united states and canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device is accordance with the instructions for use. The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 09/08/2000 and was last repaired on (B)(4) 2012 for a non-related issue. Evaluation of the device verified the comb to be damaged. The upper gear guard rubbed against the left side plate during closure of top, galling the left side plate from the friction. Additionally, damage to the right end of the roller was noted. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb. Improper handling by the user most likely caused the damage to the comb. Additionally, improper handling most likely caused the damage to the roller and roller gear, side plates, shoulder bolts and ball detents. The device was serviced and returned to the customer.

Event description:
It was reported that while using the zimmer skin graft mesher there was damage to area where the skin graft carries. No additional clinical info was received prior to this report. A follow up medwatch will be submitted if additional clinical info is received.